Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.